Event description:
Chips of teeth coming out [tooth fracture]. Teeth sensitive [hyperaesthesia teeth] (continued). Teeth painfully [toothache]. A consumer of case description: a consumer of unspecified age and gender reported spontaneously via e-mail on (B)(6) 2020 that he/she used gleem whitening systems strips + light whllestrip 3d white beginning on an unspecified dale. The consumer explained that after using the product, his/her teeth had become very painfully sensitive and chips of his/her teeth were coming out. The case outcome was unknown. Treatment details; unknown. Relevant history: none reported. Concomitant product(s); none.